Event description:
New information received indicates that programming changes were made and the patient's condition remained stable.

Event description:
It was reported that a patient presented with post-paced t-wave oversensing (pptwos) exhibited on the implantable cardioverter defibrillator (ICD). Further information was requested but not yet received.